Event description:
It was reported that a patient began developing eczematous eruption after having a revision surgery with plates, screws, and a graft on (B)(6) 2012. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).